Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record and shipping inspection record of the involved product/ lot # combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the treated vessel was lad with severe calcification. A 6f ebu and runthrough ns were engaged. After the balloon failed to dilate the lesion, the doctor decided to rotablate the vessel. A finecross mg 130cm was used for guidewire exchange. The finecross was advanced along the runthrough wire with no resistance. The doctor noticed that the wire was stuck at the tip of the microcatheter while he pulled back. He then pulled out the wire together with the finecross. He found a tiny flap on the distal segment of the wire and suspected it was a polymer peeled off from the wire. The patient was no harmed. The procedure outcome was reported to be unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based off the obtained finding of the actual sample, and there being no damage on the ptfe coat.